Manufacturer narrative:
(B)(4). A conclusion code could not be chosen. The complaint was confirmed, but the root cause is unknown. From the picture provided it seems to be a "tube kinked"; issue reported was confirmed with the picture provided. No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Failure mode "tube kinked during use on" could be confirmed with picture attached, however it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on relating complaints.

Event description:
The customer alleges that the doctor found that the tube was kinked. The patient's condition is reported as fine.